Manufacturer narrative:
(B)(4). Batch # m52l9c. The analysis found that one pce45a device was returned in good visual condition and with no cartridge reload loaded on the device. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition fo the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open lobectomy, the device was locked out at the 1st firing. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.